Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a patient underwent revision surgery in which an antibiotic spacer was removed, and a stryker reverse total shoulder was implanted. The spacer had been placed earlier in the year following removal of tornier/stryker implants due to infection.